Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was dull while it was being used by the surgeon to ream for the implant. The surgeon had to change his technique to prepare for the implant due to the bone that was unable to be removed while using the instrument.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - drill. No product was returned. Pictures provided; visual examination of the provided photograph identified a reamer with blood and bio debris on the cutting surfaces. Without a closer photograph of the reamer tip, no definitive statements can be made regarding the condition of the cutting surface. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.